Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had not gotten any relief from their device. The caller was the patient's home health nurse and was not familiar with the therapy. The caller stated that the patient went to the bathroom frequently, but sometimes did not empty and was on antibiotics for a uti at the time of the call. It was confirmed the therapy was on program 1 at 1.2v, the program was changed to program 2 at 0.0v and increased to 0.2v and the patient told the caller they could feel it. Caller stated they were going to try this setting for awhile. No further complications were reported or anticipated.